Manufacturer narrative:
The reporter indicated the lens was implanted and removed during the same surgery and there was no patient injury. Correct data: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4) secondary surgical intervention, explant and exchange for shorter lens. Conclusion code: off label use (patient below 21 years of age at time of implant). (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.0/+2.0/083 diopter, in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Additional data: device evaluation: the lens was returned dry in a micro centrifuge and had clear surgical residue on the product. Visual inspection found no visible damage to the lens. Claim#: (B)(4).